Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no reported adverse impact on the customer's blood glucose level. The customer opted to reset the pump after receiving complete pump reset information from technical support and was able to interact with the pump screen successfully following the reset.